Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insert battery alarm did not display when battery was removed. Customer stated that contact on battery cap was not missed or damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer sated that display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.